Manufacturer narrative:
The technical assistance center (tac) engineer had the customer connect a scope and then the image was displayed. However, the image on port b was upside down. The customer was advised to go to the menu on the lcd monitor screen control and flip the image right side up. Then customer reported that she could not establish the computer image on port b. Customer did not want to follow the cabling and stated there are too many and had to disconnect the call. Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor was showing color bars. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not be presumed. Olympus will continue to monitor field performance for this device.